Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad was peeling and the up arrow, down arrow, and ok keypad buttons had tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.